Manufacturer narrative:
The suspect device was evaluated on 17jul2019. Visual examination found a kink and a breach in the catheter jacket 1/8 inch distal of the bifurcate. 1/3 of the laser fibers were dead at the distal tip. 1/3 of the fibers were dead at the proximal coupler fiber bundle. Using red light directed into the lumen of the catheter (heme laser) broken fibers were detected 1/8 proximal of bifurcate, at the kink. No other damage to the entire length of catheter. Device most likely kinked and then jacket was burned through during lasing.

Manufacturer narrative:
Patient information was unobtainable from the site. Device has not yet been received for evaluation.

Event description:
This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. A philips representative reported that during a cardiac lead management procedure the spectranetics glidelight laser sheath broke during use in the patient. The physician noticed that red light could be seen through the outer jacket of the catheter. They lased a long time (about 12,000 pulses) and pushed the sheath to advance. The procedure was almost completed when this issue was discovered. So they completed the procedure with the damaged catheter. No harm to patient reported.